Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. This review finds the labeling accessible, accurate, and adequate for the related use error in the complaint. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm occurred on the homechoice (hc) device during drain 2 of 3. The home patient (hp) stated to a baxter technical service representative (tsr) that they forgot to press stop when they disconnected from therapy. The tsr instructed the hp to cycle the power on the hc to clear the alarm. The tsr assisted the hp to disconnect and remove the cassette. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.